Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k020332. Method: the returned breathing circuit was visually inspected. Results: the rt125 infant breathing circuit includes a port that is closed with a blue cap. On the returned breathing circuit, the blue cap was tightly secured in place. A lot check revealed no other similar complaints for this lot number. Conclusion: the leak developed as a result of a loose connection between the port and the blue port cap. A loose connection can be readily corrected by checking all connections and pushing them tight. The instructions for use states to push all connections tight before use.

Event description:
A healthcare facility in (B)(6) reported via our distributor that a small blue cap had come off of an rt125 infant breathing circuit. They reported they heard a low pressure alarm on the ventilator. It was reported the breathing circuit was replaced with another one from the same lot. They then found that the cap also came off from the second circuit. No pt consequence was reported.